Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.

Event description:
User tested posititve on our test and negative on another brand. User used this test on a person that was not sick and still received a positive result for that person.